Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: only a picture of the sample was returned. Upon visual inspection of the picture, a fraying suture could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The cause could not be determined and no further investigation can be conducted since the sample was not returned.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al6747 number, and no non-conformances were identified. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was observed that the suture had protruding, frayed part of the suture. The device was not used and another device was used to suture the patient. The health condition of the patient did not change after the event. There were no adverse patient consequences.